Event description:
In the course of a conversation with a healthcare professional (hcp) concerning a report of a patient reaction with a different product, hcp noted that the patient had also previously experienced coughing and vomiting while using an althin dialyzer. No further incident detail could be recalled by hcp including the incident date. It was noted that product code and lot specific information were not retained.